Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: five unused injectors and two syringes were provided to our quality team for investigation. Through visual inspection, no damage or defects can be observed on the optima injectors or luer threading that may have lead to the reported connection issues. Functional testing was performed and verified the injector could not fully luer with the returned syringes. Dimensional testing confirmed that the injector¿s luer met all required specifications. A device history review was performed for lot 2412305, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this concern. Retained samples of the same lot were used for additional evaluation. The product was visually inspected and no defects were identified. Dimensional testing was performed, including the luer thread, verifying all critical dimensions are within specification. Product undergoes a series of visual and functional evaluations throughout the manufacturing process. Records were reviewed for the suspected lot and no issues related to this failure were identified. Based on the evaluation of the sample, we were unable to identify a root cause related to the injector at this time. The findings suggest that the syringe is the likely source of the issue observed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported the optima unlures. Entry description: bd phaseal optima syringe top - ref: 515052, lot: 2412305. When the pharmacists are luering an optima injector onto any syringe (bd 50ml syringe - ref: 309653 lot: 5142409, bd 10ml syringe - ref: 302995, lot: 5037755, bd 20ml syringe - ref: 302830 lot: 5120041), they are finding it hard to luer on completely and finding that the optima piece unlueres on its own slightly before applying any pressure to the plunger. Also, when they do apply downward pressure to the syringe, it is also a point where the luered connection has come completely unluered. They attempted to replicate the challenge with other male luer devices onto the same female luer tip of the syringe and this did not happen, which suggests that it is isolated to the optima injector. For your investigation, they also would like to provide the three syringes they tried to luer on to the optima injector for your review.